Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. It was also reported that the right ventricular (rv) lead exhibited short v-v intervals, with possible ra lead and rv lead failure, due to friction between the leads. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.